Manufacturer narrative:
Other relevant device(s) are: product type: screening device, product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an basic evaluation (be) for urge incontinence and urge incontinence. It was reported that the trial patient had pain in their tailbone due to problems getting the wires through the bone during the procedure on (B)(6) 2018. Follow up information received from patient on (B)(6) 2018 mentioned that it was hard to sleep last night from being sore from the procedure. There were no further complications reported or anticipated.